Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep that the surgeon inserted the 35ol trocar instrument and noticed that the clear plastic tip was resting freely in the abdomen. It was removed and the case continued normally.